Event description:
PICC was severed during insertion. Pt taken to cath lab for removal of piece that migrated to ra. Inspection of PICC indicates it may have been cut. Staff expressed concern that the introducer may have cut the catheter.